Event description:
The patient had the device placed in (B)(6) 2011 during a colostomy take down with ventral hernia repair. Component separation was used, and the device was placed as an underlay. The patient's hernia recurred and the patient underwent a second surgical procedure on (B)(6) 2011. It was discovered that the patient's fascia from the primary closure had retracted, leaving only the device to bridge the repair. The device bulged and was explanted during the surgical repair.

Manufacturer narrative:
The device was returned to lifecell in a deteriorated condition. Gross examination was consistent with a device that had been implanted. Method of evaluation: review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: review of the device history record revealed no deviations associated with the nature of this complaint. To date, of the 121 devices processed for lot s10741, 121 devices were distributed with 74 devices that were reported as having been implanted. There were no other complaints reported to lifecell against this lot. Conclusion: lifecell's evaluation of the information provided determined that the device bulged due to the fact that the primary fascial repair had retracted, and the device was bridging the defect. Although there is a serious injury, it is our conclusion that the patient's condition was a direct contributing factor in the bulging of the device.